Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved found that the catheter had been damaged. The catheter was kinked at the 130.5 cm location and had cracked at the 132cm location as measured from the distal tip. The cracked catheter exposed the internal purple sheath. A functional test could not be performed due to the damage identified on the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. After esophageal dilation was achieved, the user experienced an inability to deflate the balloon. The user had to pierce the balloon with a chisel to be able to get it out of the endoscope. The device was evaluated on december-2020 and it was observed the catheter had cracked at the 132 cm location as measured from the distal tip [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.